Event description:
It was reported that the patient underwent a gynecological procedure; tlh w rso and mesh for symptomatic uterine fibroids w dysfunctional uterine bleeding and urethral hypermobility, on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that on (B)(4) 2010 patient underwent lysis of adhesions due to pelvic pain. It was reported that patient underwent mesh revision on (B)(4) 2011 due to mesh erosion into the vagina and extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.